Event description:
It was reported that the tracheostomy tube airbag was leaking. It was immediately replaced with another one that worked fine. There was patient involvement, but no harm was reported.

Manufacturer narrative:
E1. Initial reporter phone#: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. Under visual inspection, a tear was confirmed. An inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. The reported complaint is confirmed. The most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.